Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Most patients undergoing the tavr procedure are elderly with multiple co-morbidities. Incidence of vascular complications ranges from 2% to 26% with transfemoral access and is related to vessel size, tortuosity and degree of occlusive disease in the access artery. The minimum required vessel diameter to safely accommodate a 14 fr sheath is 5.5 mm. In this case, there was no allegation or indication a device malfunction was the cause of the delivery system withdrawal difficulty experienced. Investigation results suggest/indicate procedural factors (lack of operator experience, incomplete deflation of the delivery system balloon) resulted in the delivery system balloon becoming caught on the sheath tip and movement of the non-sutured sheath during the attempt to withdraw the delivery system and subsequent iliac artery dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, a 14fr. Esheath was placed in the left superficial femoral artery. Upon insertion of the commander delivery system, the suture holding the esheath was cut and the sheath was inserted ¿a little bit too deep¿. Post deployment of a 23mm sapien 3 valve, the catheter was accidentally unlocked and the balloon was deflated ¿in haste¿, leaving ¿some¿ contrast in the balloon. An attempt was made to withdrawal the delivery system, without the operators being aware of the remaining residual contrast. As the delivery system balloon was caught on the sheath, the non-sutured sheath moved back with the delivery system. The contrast in the balloon was then noted. After the balloon was completely deflated, the delivery system was able to be withdrawn without difficulty. During the withdrawal of the sheath, digital subtraction angiography (dsa) revealed a dissection in the distal external iliac artery. Balloon angioplasty was performed, but was not effective. A stent graft was placed and balloon angioplasty was performed again at the dissection site; hemostasis was achieved. At the time of this report, the patient remains hospitalized in stable condition. The access vessel minimum luminal diameter (mld) measured 6.0mm with mild calcification and mild tortuosity reported. Per medical opinion, the dissection was likely caused when the delivery system balloon caught on the sheath as a result of the incomplete balloon deflation. The incomplete deflation of the balloon was likely due to the ¿lack of experience¿ by the second operator. The delivery system and esheath were discarded by the facility and are not available for evaluation. The valve remains implanted in the patient.